Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the right ventricular (rv) lead resulting in pacing inhibition. The episode was inappropriately stored as a non sustained ventricular tachycardia. No adverse patient effects were reported. At this time, this device system remains in service.